Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges of cancer in vocal cord. There was no report of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.